Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the report of renal dysfunction and massive bleeding could not be conclusively established through this evaluation. The evaluation of (B)(4) did not reveal any device-related issues. The patient experienced renal dysfunction and massive bleeding before undergoing a transplant on (B)(6) 2019. A request for additional information regarding this event was submitted to the account; however, the hospital refused to provide any additional information related to the event. The pump was returned assembled with the driveline severed approximately 11.5¿ from the pump housing, and the distal portion of driveline was not returned. The apical sewing ring, inlet tube, and proximal portion of the sealed inflow conduit flex section were not returned. The inflow elbow with the connected distal portion of the sealed inflow conduit flex section was returned detached from the pump inlet port. Approximately 1 of the sealed outflow graft was returned detached from the outflow elbow. The outflow graft bend relief was returned over the outflow graft, and the outflow graft bend relief collar was returned unsecured. An additional segment of the outflow graft bend relief over the sealed outflow graft was returned measuring approximately 2.5¿ and 2¿, respectively. The outflow elbow was returned attached to the pump outlet port. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces revealed no abnormalities related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists renal failure and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had renal dysfunction and massive bleeding prior to receiving a heart transplant on (B)(6) 2019.